Event description:
The transducer from a medline cardiac angiography pack was hooked up to the transducer cable when they attempted to balance the transducer recording, line appeared for a short time then disappeared. It was able to be visualized so the transducer was unplugged and plugged back into the cable which still never gave any wave form, so a new transducer was used (single packaged item not from a medline pack) and worked fine. Patient not affected. Reported ref number, etc. Are from the pack from medline there are no identifiers on the transducer.